Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a lcd lens scratch, battery door crack, downstream occlusion (dso) seal bubble, and upstream occlusion (uso) seal damage. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a bad latch lock. The latch lock was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing; there was no patient involvement and no patient harm.